Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: residual liquid or foreign material come out of forceps channel port. Based on the results of the investigation, the most probable cause of the complaint cause is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the cysto-nephro videoscope exhibited that a piece of plastic was stuck in the drain. The issue was found during reprocessing. There was no patient involvement.